Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA the manufacture date of the lot number provide by the patient is not known at this time. The patient may have provided an incorrect lot number due to vision problems making it difficult to read the lot number. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA .the manufacture date of the lot number provide by the patient is not known at this time. The patient may have provided an incorrect lot number due to vision problems making it difficult to read the lot number.